Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on both right atrial and right ventricular leads was observed during routine follow-up in clinic. No intervention was planned. Patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2019-06269.